Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, resulting in ilet prompts to connect cgm or enter blood glucose; the user had started the sensor on the dexcom app first, and pairing was resolved after guidance to pair with the ilet before the app, toggle the ilet cgm setting from g6 to g7, and enter a blood glucose value, after which readings were visible. No adverse clinical symptoms were reported and there were no changes to blood glucose control. Outcomes included no alerts or alarms on the ilet and no need for medical care. User support included technical troubleshooting and user education on correct pairing sequence and device configuration. Investigation of this case revealed that pairing failed due to setup sequence and configuration, not a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error mitigated by corrective guidance.